Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing that resulted in a delay to therapy. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes and impact codes).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently passed away. Boston scientific technical services (ts) was contacted to evaluate the latest episodes stored by this device. Upon discussion, it was determined that the patient had undergone an electrophysiological (ep) procedure for atrial tachycardia on the (B)(6) 2024 and was hospitalized. Two days later, the patient was found unresponsive and cardiopulmonary resuscitation was performed, in addition to external shock delivery. However, the resuscitation attempts were unsuccessful, and the patient passed away shortly thereafter. Ts reviewed the provided data and determined that there were multiple atrial tachycardia response episodes followed by non-sustained ventricular tachycardia episodes. These non-sustained episodes revealed evidence of functional under-sensing of the ventricular arrhythmia, due to decreased intrinsic amplitude measurements following the recent procedure. Two bursts of anti-tachycardia pacing were delivered, and the ICD began charging, but the shock therapy was diverted due to the arrhythmia rate being below the programmed therapy zones. The physician did not allege a device malfunction and suspected that the decreased intrinsic amplitude measurements were the result of the of a change in the patient's condition following the ep procedure. It was suspected that the recent ep procedure could have also triggered the ventricular arrhythmia. At this time, this ICD remains implanted.